Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned in segments. Analysis revealed that there were two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and one set is in the correct position. It cannot be determined when, but at some time, the lead was not fully inserted into the device. The anchoring sleeve fixation site could not be determined. Analysis also revealed that the distal conductor was fractured, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted and had cosmetic environmental stress cracking, the outer tubing had an environmental stress cracking breach/breach (non-electrical), there was a cosmetic depression on the outer insulation, there was blood in/on the helix/lobe mechanism and the lead was stretched. Performance data was collected from the device and analyzed. An out of trend subthreshold lead impedance patient alert was observed on (B)(6) 2011. High ventricular-short interval counts (sic) were observed with 4776 counts on the lifetime counter, most of these counts occurring since the (B)(6) 2011. Multiple short v-v sensed events of < 220 ms were observed on the 13 and (B)(6) 2011. (15 episodes non-sustained tachycardia, 1 episode ventricular fibrillation).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the lead had oversensing due to an apparent fracture. The lead was removed and replaced. It was noted that there was an individual piece of the lead that came out independently; it was not cut out. No patient complications have been reported as a result of this event.